Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the 1 ml bd tuberculin syringe with detachable needle, slip tip experienced a needle that was clogged/blocked and leakage at the connection site. The following information was provided by the initial reporter: pet owner reported when trying to do an injection the needle plugs up halfway through the injection. Stated then the medication shoots out everywhere and the needle part comes off of the syringe during the injection. Stated she had this issue with 12-13 syringes in current box. Declined replacement. Lot #8287862, cat # 309626, date of event: unknown.